Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary: the complaint states: ¿the staff of the or open the ref: 3005-080 lot: 9148129 vacumixplus depuycmw3 gentamicin and the small cristal blister was broken without the liquid.¿ the hospital has returned a photograph of the patient labels from the unit carton but this does not provide sufficient evidence to confirm the complaint description. Retained samples from this lot number were checked for signs of this failure mode, but no further broken ampoules were discovered. Fmea dva-107020-fde rev 9 lines 115, 116, 144 and 145 refer to this failure mode (see attachment ¿pc-000661313 extract from dva-107020-fde.pdf¿. In each case the risk is considered ¿as low as possible¿ and cannot be further mitigated. There is insufficient information to determine root cause for the alleged failure. In conclusion, this is a known failure mode and the current rate of complaints for this issue is within the expected occurrence rate. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 april 2021. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture the surgery prolonged and insufficient information. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The staff of the or open the vacumixplus depuycmw3 gentamicin and the small cristal blister was broken without the liquid.